Manufacturer narrative:
D9. Date returned to mfg: 5 nov 2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. During the visual inspection it was found that the dso (downstream occlusion) seal had evidence of degradation. The complaint was confirmed during the visual inspection test, the dso seal was replaced with a new one. The probable cause was the degraded dso seal. Pvt (performance verification testing) was performed. All tests passed within specifications. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's downstream occlusion is damaged. The event occurred during testing, there was no patient involvement.